Event description:
Customer reported that the device was activated on (B)(6) 2011, at 6:41 pm; her blood glucose was 112 mg/dl at that time. She was eating approx 60 grams of carbohydrate, so she administered an insulin bolus dose of 4.85 units. By 9:45 pm her bg had risen to 381 mg/dl, so she took an add'l 5.2 unit bolus. Over the next two and a half hours, her bg remained high, measuring 421, 413 and 433 mg/dl, however, no add'l insulin was taken by device bolus or by manual injection. The device was removed at 12:25 am and a new one activated, after which her bg returned to normal level.

Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg deficiency was found. The fluid path was found to be unobstructed by any internal occlusion; fluid exited the cannula tip when the mechanism was rotated. The occlusion sensor and insertion mechanism both were found to function as intended and be free of defects. No signs of internal leakage, chassis cracks or loose batteries were detected. The insulin reservoir, however, was found to contain an air bubble of approx 7-9 insulin units in size. This condition can result in interrupted insulin delivery and contribute to hyperglycemia. This is most likely caused by injection of air into the reservoir during the device filling process (user error). Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe." Insulet has opened an investigation into the issue of air in the insulin reservoir, which is ongoing at the time of this report.